Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided) and moderate ketones. Customer administered a manual injection of insulin to address high bg. Reportedly, issue resolved and customer was able to resume insulin therapy.